Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 12-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced four different incidents, which were associated with separate units, involving four separate patients. This is the second of four reports. Refer to 9611594-2018-00086 for the first patient. Refer to 9611594-2018-00088 for the third patient. Refer to 9611594-2018-00089 for the fourth patient. It was reported that the blue endotracheal tube adapter at the top of the 7.5 mm microcuff popped off during use. The user was having trouble getting it to stay in place. There was no patient injury.